Manufacturer narrative:
Motor error alarm noted during basic occlusion test due to corroded motor assembly. No unexpected buzzed or beep noted during testing. Unable to complete functional test including occlusion test, prime/a33test, and excessive no delivery alarm test due to motor error alarm. Unit received with missing address/serial number label, cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Corroded electronic assembly noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 13 mmol/l. The customer reported that the insulin pump was exposed to water. The customer reported receiving various alarms from the insulin pump and eventually the screen on the insulin pump just went blank. The customer also reported that the insulin pump was vibrating without an alarm or alert. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.